Manufacturer narrative:
(B)(6) 2015 09:09 am (gmt-5:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly and the anchor tab were outside of the delivery device. The seal was completely unraveled. The tether was snipped. The slide lock (blue) was engaged and the plunger (white) was depressed on the delivery device. The device was returned in a fully deployed state; blood was not visible in the delivery device. The following measurements were taken; the inner delivery tube diameter, the outer diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based on the received condition of the device we were not able to confirm the complaint, since there was no failure observed. A review of the device history record (DHR) was conducted for the lot number used in this product lot. DHR review results did not show evidence of any non-conformity for the reported batch number.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was deployed in the patient's aorta but did not stop the bleeding. Another device was used to complete the procedure, which caused the surgical time to be extended by 5 minutes. The hospital did not report any patient effects.

Manufacturer narrative:
September 11, 2015 11:43 am (gmt-4:00) added by (B)(6): (B)(6). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was deployed in the patient's aorta but did not stop the bleeding. Another device was used to complete the procedure, which caused the surgical time to be extended by 5 minutes. The hospital did not report any patient effects.